Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00087 to provide a status update on the evaluation. The actual device was returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00087 to provide a status update on the evaluation.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. (B)(4) although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was not available. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation (B)(4) was used in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported valve leakage on the rss602 device. Follow-up communication from the user facility reported the following information: the physician put the sheath in and it started leaking through the valve more than usual; the device was exchanged for a 7fr pinnacle; the case went fine and the procedure was completed; and (4) the patient was reported as doing fine. The user facility reported two devices from the same product code/lot number combination, also see MDR 1118880-2015-00088.

Manufacturer narrative:
This report is being submitted as follow up no. 2 for mfg. Report no. 1118880-2015-00087 to provide the sample evaluation results. Results = is based on evaluation of user facility information and the actual device; based on the unused sample and retention samples from the reported and surrounding lots. Conclusions = is based on evaluation of user facility information and the actual device; is based on the unused sample and retention samples from the reported and surrounding lots. The sheath was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. An unused and unopened returned sample as well as the retention samples from the involved product and the surrounding lots were visually examined and confirmed there were no visual defects. Leakage testing revealed no leakage of the devices. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported two devices from the same product code/lot number combination, also see MDR 1118880-2015-00088. The investigation results verified the reported event of valve leakage. Although the exact cause of the reported event cannot be determined, the off-center anomaly found on the returned sample may have led to the reported leak. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 1118880-2015-00087 to provide the sample evaluation results.